Manufacturer narrative:
The technician investigated and found the side com board was the cause most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side com power control board assembly to resolve the issue. Based on this information, no further action is required.

Manufacturer narrative:
The technician investigated and found the side com board was the cause most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2008. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side com power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the nurse call did not call out on the bed. The bed was located in the shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).